Event description:
It was reported the carrying tip snapped in the pt's neck when the tunneling rod was being pulled back during extension placement. An extra incision was made to retrieve the distal portion of the carrying tip. The extension was replaced because it seemed to be compromised at the distal end a few centimeters from the lead insertion area. No pt injury was reported.

Manufacturer narrative:
The extension and carrier were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent, when analysis is completed.